Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). The drive unit was returned to livanova for further investigation. The reported issue was confirmed and an error code was displayed. The pump board was replaced and the unit was positively tested, and returned to its regular service. The most likely root cause is a components failure due to electrical overstress.

Event description:
Livanova receiving a report of a centrifugal pump system with tubing clamp drive unit that did not rotate during priming. There was no patient involvement.